Event description:
It was reported that the patient received inappropriate therapy due to ventricular lead noise. The device was turned off and remains implanted.

Event description:
New information received notes the patient presented with his ICD therapy disabled. The ep indicated that the lead was fractured. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.